Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The blood glucose level was 400 mg/dl. Another blood glucose value was 283 mg/dl. The auto mode feature was inactive at the time of high blood glucose event. The troubleshooting was performed. The hospitalized treatment was insulin drip. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Software version 5.2a. Retainer ring black. Customer returned device for an alleged exposure to magnetic field or MRI and was hospitalized for high blood glucose found on (B)(6), 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. Successfully downloaded history files and traces using thump. Successfully uploaded device to carelink. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during the testing. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies recorded in the formatted history file for the event date. However, insulin flow blocked alarms was recorded in the formatted history file on (B)(6) 2022 21:05:43.000 during bolus delivery. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Device passed all the required testing. Unable to verify customer alleged for exposure to magnetic field or MRI and high blood glucose. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Updated summary : customer experienced symptoms related to high blood glucose such a nausea, vomiting and pain.